Event description:
Cardiologist attempted arteriotomy closure with prostar xl 8 fr pvs device. One needle did not present on deployment. Backdown of needles to their original position was not successful. The three needles that deployed were removed. The device was pulled out with the one needle partially deployed. A small piece of tissue came out with device. A sheath was placed for hemostasis, with small ooze continuing around sheath. An arterial tamper was used along side sheath for good hemostasis. Device was not returned to MFR and lot number was not available. This is being reported as product problem as there was no injury to pt. However, available info is insufficient to determine root cause of occurrence, and user technique and pt anatomy cannot be ruled out as contributing factors.